Event description:
It was reported that the user did not think the oxygenator looked right post membrane. The blood was not dispersed across the entire membrane. The oxygenator had been in use for two days. Even though the pt numbers and stats looked fine, the decision was made to replace the oxygenator with another. Ref: (B)(4). Reference MFR# 8010762-2014-00035.